Manufacturer narrative:
(B)(4). Date sent 2/13/2026. D4 batch #395d01. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the pcb. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. After further analysis, it was determined that the pcb was not functioning correctly and an electrical issue was detected with the clamp of the inactive switch. No conclusion could be reached as to what may have caused the pcb to be damaged. In addition, several events were found part clamp sensor voltage out of range, unclamped sensor voltage out of range, and transect sensor voltage out of range. Additionally, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Also, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number 395d01, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device able to be articulated? Did the device lock into the desired angle and stay locked in that angle? Did the device articulate in the expected direction? Could the articulation and/or home buttons be actuated? With the jaws open, did the home button return the device to the 0 degree home position? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device articulated gradually when the jaws were properly closed and the firing was performed. There was no patient consequence nor surgical delay reported. No additional information provided.